Manufacturer narrative:
An evaluation was performed by the supplier and could not confirm the customer complaint for the device was not connecting to the camera head. A visual inspection was performed and showed the scope to have distal tip and fiber damage, a broken lens and a dented outertube. This damage is caused by contact with another source. No manufacturing related defects were observed. No further investigation is required.

Event description:
It was reported that the device was not connecting to the camera head. The procedure was successfully completed with a delay of 31 min-1 hour. There was no back-up device available. No patient injury or other complications where reported